Manufacturer narrative:
Following a complaint review conducted on (B)(6) 2026, the medical device problem code was updated to reflect condensation in the cannula. No fluid leak within the device was reported. The patient reported observing blood and ¿bubbles¿ within the cannula, which indicate air bubbles present in the fluid path.

Event description:
It was reported that the patient¿s blood glucose levels increased to above 400 mg/dl after approximately 4¿24 hours of pod wear on the abdomen. The patient reported receiving alerts from both the omnipod and dexcom systems regarding elevated blood glucose levels at the time of the event and noted sustained hyperglycemia during the preceding days while wearing two previous pods. Reported symptoms included dizziness, diarrhea, heart palpitations, and a sensation of being close to passing out or having a heart attack. The patient stated that the diarrhea and heart palpitations had developed days prior to the event and suspected a gastrointestinal virus. At the time of reporting, the patient had recently replaced the pod and administered correction bolus doses through the omnipod system, reporting 7.2 units of insulin still on-board at that time. The patient subsequently removed the pod and reported that the cannula appeared bent, with observed condensation (bubbles) and blood inside. She also reported administering additional insulin via manual injection using the fill syringe provided in the omnipod kit. Following the manual injection, blood glucose levels reportedly decreased progressively from 398 mg/dl to 90 mg/dl, with a downward trend indicated on the omnipod system. Insulet clinical product support contacted emergency services (911) due to concerns regarding low blood glucose levels. Upon arrival, emergency responders reported a blood glucose level of 50 mg/dl based on readings from the dexcom continuous glucose monitoring system. Emergency responders treated the patient with oral carbohydrates (candy and a sandwich). The patient was later transported to the hospital and diagnosed with unrelated autoimmune issues (stiff person syndrome), for which she was subsequently transferred to a larger hospital for further evaluation on (B)(6) 2026. The patient stated that insulin delivery was delayed at the initial facility, resulting in blood glucose levels rising to 441 mg/dl while under medical care. She later received manual insulin injections prior to transfer. No medical diagnosis was provided in relation to blood glucose.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or condensation inside the cannula, or to determine if these conditions could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone18.2, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
An internal review of a related complaint conducted on (B)(6) 2026, identified additional information relevant to this medical event. Based on this review, the following fields were updated: date of event (b3) and event or problem description (b5).

Event description:
It was reported that on or around (B)(6) 2026, the patient¿s blood glucose levels increased to above 400 mg/dl after approximately 4-24 hours of pod wear on the abdomen. The patient reported receiving alerts from both the omnipod and dexcom systems regarding elevated blood glucose levels at the time of the event and noted sustained hyperglycemia during the preceding days while wearing two previous pods. Reported symptoms included dizziness, diarrhea, heart palpitations, and a sensation of being close to passing out or having a heart attack. The patient stated that the diarrhea and heart palpitations had developed days prior to the event and suspected a gastrointestinal virus. At the time of reporting, the patient had recently replaced the pod and administered correction bolus doses through the omnipod system, reporting 7.2 units of insulin still on board at that time. The patient subsequently removed the pod and reported that the cannula appeared bent, with observed air bubbles and blood inside. She also reported administering additional insulin via manual injection using the fill syringe provided in the omnipod kit. Following the manual injection, blood glucose levels reportedly decreased progressively from 398 mg/dl to 90 mg/dl, with a downward trend indicated on the omnipod system. Insulet clinical product support contacted emergency services (911) due to concerns regarding low blood glucose levels. Upon arrival, emergency responders reported a blood glucose level of 50 mg/dl based on readings from the dexcom continuous glucose monitoring system. Emergency responders treated the patient with oral carbohydrates (candy and a sandwich). The patient was later transported to chandler regional hospital, where she reported developing jaundice and was found to have significantly elevated liver enzymes. A liver biopsy and blood work were performed, and medical staff diagnosed an unrelated autoimmune condition (stiff person syndrome). She was subsequently transferred to saint joseph¿s hospital for further evaluation on (B)(6) 2026. The patient stated that insulin delivery was delayed at the initial facility, resulting in blood glucose levels rising to 441 mg/dl while under medical care. She later received manual insulin injections prior to transfer. She also reported being treated with steroids, which appeared to improve her condition, and she anticipates long-term steroid therapy. No medical diagnosis was provided in relation to blood glucose.